Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis was able to confirm the field allegation of premature battery depletion due to a high current condition. However, during the analysis process the high current condition went away and was unable to be replicated with additional testing. Thus the root cause the cause of the premature battery depletion was not able to be determined.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the this device reached end of life (eol) after being implanted for a little over a year. A review of the battery details revealed that the device was consuming 1,657 percent of its power. Outputs were good, there had been no ventricular episodes since implant and the logbook did not show any noise. Boston scientific technical services (ts) was consulted and two manual capacitor reforms were performed in an attempt to see if the device would recover from the early eol. The manual capacitor reforms were not successful. Subsequently ts recommended that the device be explanted urgently as the patient would not be considered protected. Electrogram's (egm's) were sent in for ts to view as when the field representative ran the atrial threshold test, the atrial egm went completely blank, then there was a huge spike on the shock, right ventricular (rv), and right atrial (ra) egm's. The field representative confirmed that all leads were connected to the device and were in the correct ports when the atrial threshold test and post threshold test signals were seen. Discussion with the field representative found that after the threshold test, the odd signals occurred followed by some noise on ra, then real p-wave sensing. The field representative did not that the week prior there had been some farfield oversensing. Subsequently the device was explanted and a new device was implanted. All testing with the new device did not reveal any issues. No additional adverse patient effects were reported.